Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquabltion procedure, the aquabeam robotic system generated an "e22 - motorpack error" and could not be cleared. As a result a second aquabeam handpiece was opened and procedure was completed successfully. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.10 additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.11 additional manufacturer narrative: the aquabeam handpiece was returned for investigation. Functional testing was able to replicate the reported e22 error, which could not be cleared. The handpiece was then deconstructed and viewed under magnification. No signs of fluid ingress were observed on the encoder wheel or sensor board. The sensor board was then re-assembled. Three docking cycles and a full simulated aquablation session were performed successfully without triggering any errors. The root cause is attributed to the assembly of the device as reassembly fixed the e22 issue. A review of the device history record (DHR) for the aquabeam robotic system serial number (B)(6) / aquabeam handpiece lot number 22c03308 was conducted, which confirmed that there was two (2) non-conformances were issued to this lot during the manufacturing process that could potentially be related to the reported failure. The lot was segregated and affected units were reworked and re-inspected as part of our handpiece final inspection process. Upon re-inspection, the lot met all required specifications and was deemed acceptable to be released for distribution. The current user manual um0104-00 rev. G, aquabeam robotic system user manual, intl (ce), english was reviewed. Table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
N/a.